Event description:
It was reported that the insulin pump turned off unexpectedly and that the customer experienced high blood glucose levels. The blood glucose reading was 514 mg/dl. The caller noted that the customer was very sensitive to insulin and had also experienced low blood glucose. She stated that the customer was not using medication for her asthma, which may have been contributing factors to the high and low blood glucose. She added that the insulin pump was not accepting blood glucose value inputs during the bolus wizard procedure. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.